Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alert. Customer also reported that a failed battery test and an error alarm were listed in the history. Blood glucose level at the time of the incident was not provided. Customer declined to complete troubleshooting. The insulin pump was not replaced or returned for analysis.